Event description:
It was reported that the 2nd t was very difficult to move forward into the deployment position. A hemostat was eventually used to push the t forward but the delivery device was damaged in the process. It was confirmed that the sutures were cut out and t1 was left in place behind the meniscus. Surgeon has been using fast-fix successfully for years.

Manufacturer narrative:
No product is being returned for evaluation.